Manufacturer narrative:
Evaluation codes: method - results - a work order search was conducted, and there were no similar records found within the work order.

Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in the left eye in 2008. As part of the micl postmarket study the pt reported halos at 18 months post operative. The surgeon's office was contacted. The director of refractive services stated an iridectomy was performed in 2007, but there is no record of the pt having or complaining of halos. The last time the pt was seen was 2008, and at that time, the bcva at that time was 20/20. The lens remains implanted.